Event description:
It was reported that there was high impedance and erratic right ventricular oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the partial lead was returned in proximal segments. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274vrc, defibrillator, (B)(6) 2011. (B)(4).